Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 22.4 mmol/l, 9.2 mmol/l, and 8.7 mmol/l.